Manufacturer narrative:
H3: analysis of the device found visually, there was a contamination on the cuff (yellowish in color), and an orange tape wrapped around the tube near the clamp shell. The adapter was missing from the proximal end of the tube when returned. There were traces of discoloration on the pads (for negative lead). There were small holes in all pads, and there was a long scratch on a blue lead pad (from proximal to distal end). There was also a sign of dymax peeling at the distal end of the trace (for blue lead). The continuity check was performed and electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were inconsistent and jumping red (at the distal end of the pad .400-over 5 megaohms, and at the proximal end of the pad over 200 ohms), red with white stripe (at the distal end of the pad 2- 5 megaohms, and at the proximal end of the pad over 1000 ohms), blue (at the distal end of the pad 1-5 megaohms, and at the proximal end of the pad over 1000 ohms), blue with white stripe (no reading). Additionally, a stylet was used to manipulate the shape of the tube and after tube manipulation, the continuity check was repeated and resulted in red electrode (no reading), red with white stripe (over 1000 ohms), blue (no reading), and blue with white stripe (no reading at the distal end of the pad and at the proximal end 30 to over 200 ohms), still inconsistent reading, no reading and out of specification. Functionally, the device was connected to nim system (while tube was submerged in a saline solution) for electrode check and functional test. The electrode check passed and there was no noise recorded. However, after the tube manipulation (tube was manipulated by being pulled out of a saline solution, reshaped, and placed back in a saline solution), the electrode check passed again, and both channels were noisy. There was an intermittent behavior between channels (channel 1jumping over 180 ¿v, and channel 2 over 390 ¿v). For further analysis, a syringe was used to inject 15cc of air into the cuff, and cuff inflated/deflated with no issues. In the returned condition, there was an out of specification condition that was related to the complaint. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during partial left thyroidectomy there were constant artifact noise on nim vital size 7 trivantage tube. Artifact noise started pretty early in the case and progressively became constant. When doing electrode check, vocalis 1 and vocalis 2 were constantly turning red and green. Vocalis 2 seemed to have more interference. Impedance was constantly changing. Placed bite block, did not help. Restarted machine, did not help. Vocalis 2 then did not register or pass electrode check. Artifact noise continued throughout rest of case. Second case with this nim vital. Software was updated prior to case. Unaware if trivantage tube has been damaged. The procedure was completed with the reported product(s). There was no issue with nim vital. No patient injury.